Manufacturer narrative:
Date of birth, the patient's year of birth was provided as 1993. The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys estradiol iii assay results for three patient samples tested on a cobas 6000 e 601 module compared to cobas 8000 e 801 module. From the data provided, only the data from 1 patient sample was a reportable malfunction. The estradiol result from the cobas e601 was 20.3 pg/ml. The estradiol result from the cobas e801 was 30.5 pg/ml. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The estradiol reagent lot was 284592 with an expiration date that was requested but not provided. Performance testing on the cobas e601 was acceptable. Calibration and qc results were acceptable. The investigation was unable to find a definitive root cause.